Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a cryoablation procedure, the patient experienced very transient st elevation. The physician determined that the st elevation could have been caused from air ingress. The st elevation was resolved within minutes, and it was noted that the patient did not suffer any complications post operatively. The case was completed with cryo. No further patient complications have been reported as a result of this event.